Event description:
Facility reported the set leaked at the filter during infusion of zosyn. The pump was set for intermittent delivery. When the pump resumed infusion, approx 50ml of fluid was found to have leaked from the filter. No pt injury or medical intervention was necessary according to the facility.